Manufacturer narrative:
The investigation has been completed. The automated impella controller was returned for investigation. The logs from the complaint date revealed that the console issued purge disc not detected alarm and occurred multiple times. The physical console was examined and found to have a broken purge disc flag. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue.

Event description:
The complainant reported the purge disc was not detected when changing purge cassette. After several attempts to slide it in, they switched to a new automated impella controller and there was no further issues. At day 55 of pump support care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.